Manufacturer narrative:
The used edi catheter was discarded by the healthcare facility. No ventilator logs or screen pictures were available. Further information regarding insertion and ascertaining the correct positioning was requested but no further information was received. The healthcare facility does not believe that the edi catheter was the cause of the issue. There is adequate information in the user¿s manual for calculating of the insertion length and correct positioning of the edi catheter. There is a calculation tool in the ventilator to suggest the correct edi catheter for the patient and the insertion length. No information has been provided of how and if any of these were utilized by the user. The conclusion is that there was no edi catheter malfunction or inadequate labeling/insertion/positioning information. The root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during nava (neurally adjusted ventilatory assist) mode of ventilation, the edi catheter (length unknown) perforated the patient's stomach. The patient's weight is unknown. Final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).